Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,e1,g1,g3,g6,h1,h2,h5,h6. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: suggested component code: mechanical (g04) - femur. Not available to confirm the reported event. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: between jul 1,2011 to may 31, 2019. D10: unknown tm cone, #item unknown, #lot unknown. Therapy date: unknown . G2: foreign country report source: france. Report source study: journal article zampieri, a., putman, s., erivan, r., behal, h., migaud, h., pasquier, g., & dartus, j. (2025). Management of bone loss in revision total knee arthroplasty with tantalum cones: primary aseptic revision versus multiple revisions. The knee, 56, 467-478. Https://doi.org/10.1016/j.knee.2025.06.016. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that 10 patients had no bony ingrowth upon final assessment following revision total knee arthroplasty with metaphyseal reconstruction using tantalum cones. Attempts have been made and no further information has been provided.